Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or appoved by FDA for marketing in the united states.

Event description:
Reportedly, replacement of kora 250 dr due to normal battery depletion, explant of ventricular lead screwvine 52 sep and implantation of new lead was performed on (B)(6) 2023. This hospital conducts the intervention and follow-up check in the hospital without the support of the manufacturer or agency. According to the information obtained by the sales rep the next day (B)(6) 2023, the ventricular threshold was as high as 7.5 v @ 0.35 ms from the time of checking one week after the implantation on (B)(6) 2018, so the aai mode was set thereafter. Ventricular thresholds were also measured at routine checks. The ventricular threshold remained at 4-5v. At the time of the final check on (B)(6) 2023, the ventricular threshold was 5.0 v @ 0.35 ms due to the ventricular threshold elevation. The physician requested lead analysis because the threshold was higher than at initial implant. Implant date (B)(6) 2018 pm. Kora 250 dr (737be37f), a: screwvine 44 sep (biv85365), v: screwvine 52 sep (biv85060) explanted date (B)(6) 2023and products: kora 250 dr and screwvine 52 sep patient files requested.

Manufacturer narrative:
Evaluation : please refer to the attached report.

Event description:
Reportedly, replacement of kora 250 dr due to normal battery depletion, explant of ventricular lead screwvine 52 sep and implantation of new lead was performed on (B)(6) 2023. This hospital conducts the intervention and follow-up check in the hospital without the support of the manufacturer or agency. According to the information obtained by the sales rep the next day ( on (B)(6)2023 ), the ventricular threshold was as high as 7.5 v @ 0.35 ms from the time of checking one week after the implantation on (B)(6) 2018 , so the aai mode was set thereafter. Ventricular thresholds were also measured at routine checks. The ventricular threshold remained at 4-5v. At the time of the final check on (B)(6) 2023, the ventricular threshold was 5.0 v @ 0.35 ms due to the ventricular threshold elevation. The physician requested lead analysis because the threshold was higher than at initial implant. Implant date ( on (B)(6) 2018 ): pm: kora 250 dr (737be37f), a: screwvine 44 sep (B)(6) , v: screwvine 52 sep (B)(6) explanted date ( on (B)(6) 2023 ) and products: kora 250 dr and screwvine 52 sep patient files requested.